Event description:
It was reported that all three leads dislodged. It was also reported that the patient experienced diaphragmatic stimluation from the atrial lead. The right atrial and right ventricular leads were repositioned and are still in use. The left ventricular lead was explanted and replaced per physician's judgment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the distal conductor had blood/body fluid (not obstructed), the outer insulation was melted, and there was apparent explant damage.